Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The indication for the initial procedure was for vaginal vault prolapse and stress urinary incontinence. Concurrent procedure were a burch procedure and halban culdoplasty. The patient underwent removal of the mesh on (B)(6) 2011 due to purulent infection.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent right ureteral stent placement, right retrograde pyelogram, cystoscopy; due to partial right ureteral obstruction and vaginal vault suspension with mccall¿s culdoplasty and anterior/posterior colporrhaphy on (B)(6) 2010.

Manufacturer narrative:
It was reported that following insertion patient experienced scarring.